Manufacturer narrative:
On april 14, 2023, the mentor failure analysis lab received the device for evaluation. On april 14, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the smooth hpg, 475cc breast implant was found to be ruptured and received in three parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior view, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A second product was received (lot-7473719). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Mentor also became aware that the following information was erroneously omitted from the supplemental report sent on april 6, 2023: the correct date of explantation was on (B)(6)2023. Section d 6b explantation date: (B)(6)2023.

Event description:
It was reported that a 37-year old female patient underwent breast augmentation with an unspecified mentor gel implant on the right breast. Post-operatively, the patient elected to have the implant removed for implant exchange purposes only on (B)(6) 2023. However, upon removal, it was discovered that the right breast implant has ruptured. Subsequently, the implant was replaced with a non-mentor implant.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 28, 2023, mentor received additional information indicating that the suspect medical device is a 475cc mentor memorygel breast implant (catalog: 3504754bc lot: 7394129). A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.